Manufacturer narrative:
(B)(4). Date sent 10/18/2024. D4 batch #c9dk52. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no visual non-conformances and with three gst60d reloads present. The reload (b) was received fully fired. The reload (c) was received fully fired and with damage on reload deck. The reload (d) was received fully fired with the pan disassembled and the reload body damage. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, photos were provided and they showed the condition of the reported event. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dk52, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a sigmoid colon resection, he successfully fired an echelon 3000 60mm endo stapler (ech60s) with a gold 60mm reload (gst60d). A few minutes later, he asked for another reload to be loaded in the same stapler. The scrub tech took out the spent reload and attempted to load the new reload but she could not get the reload to fit. After trying several times, and trying two different reloads (neither would fit), they opened another stapler and loaded the same reload into a different ech60s stapler. It loaded normally and this new gun fired successfully and as expected. There was no patient harm as the issue was discovered and dealt with in the sterile field but outside the patient. There was a surgical delay of two minutes.

Manufacturer narrative:
(B)(4). Date sent 10/11/2024. D4 batch # c9dl9p. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Photo analysis: during the visual analysis, the following was observed: the photo shows two fully fired gold cartridges and another fully fired gold cartridge with the pan detached. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number c9dl9p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.